Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2 date of submission 11/14/2016-correction to serial #, brand name, model #, & PMA/510(k)#.

Manufacturer narrative:
Follow-up #1: date of submission 11/09/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/19/2016 with the following findings: on examination, the battery compartment was intact and without damage. No battery cap was returned; a test battery cap was able to fit securely to maintain electrical connection and was used to complete the investigation. On investigation, the pump powered on as evidenced by functioning auditory and vibration alerts; however, the display screen remained blank. Due to the blank display screen, which was unrelated to the original complaint, product analysis was not able to adequately investigate the reported ¿intermittent power¿ complaint. The pump¿s cover was removed for further investigation revealing the upper eeprom chip u22 was found to be cracked, which caused the blank display screen.